Manufacturer narrative:
The product was not returned to b+l for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation. Please note the initial MDR for this event was initially submitted on june 28, 2017 with the incorrect sequential number in the MFR report # field (sequential number starting with "7" instead of "0"). The submitted MFR report # was 0001313525-2017-72657, (B)(6). We are hereby submitting this MDR under a new MDR number.

Event description:
It was reported that a patient presented with loss of vision approximately 4 days post lens exchange due to presumed endophthalmitis. The patient's visual acuity decreased to hand motion. The patient was referred for intravitreal injections and cultures. An intraocular injection was performed approximately 5 days post lens exchange. The incision was sutured at the time of the lens exchange. The surgeon indicated that the likely cause of the event is "uncertain causation." The patient's current prognosis and treatment were described as "poor: had 2nd intervention with antibiotics and vitreous aspiration." Post operative antibiotics, steroid, nsaid medications include ofloxacin, prednisolone, and ketorolac. No other patients have presented symptoms at this time. It should be noted that the original cataract surgery was complicated due to anterior chamber radial tear.